Event description:
During the placement of patient's epidural, anesthesiologist noted that the catheter had shredded after feeding the catheter into the patient's back. The blue tip was not noted at the end of the catheter.